Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient started treatment with injection ciplox (100 milligrams, intravenously, duration and frequency not reported), injection vancomycin (1 gram, every third day, duration and route not reported), genta ointment (local application, daily, dose and duration not reported) and hypertonic solution (for cleaning) for the event of peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.